Event description:
It was reported the menu screen does not work and there is physical damage to the battery door. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display was out of electrical specification and the battery drawer was broken and contaminated. It was also noted that the upper and lower cases were broken, the battery release and lead flex cover were contaminated, one side bail cover was broken, one side bail cover was missing, the ring cover was broken and contaminated, the ring bail and one side bail were missing, the battery contacts were compressed, the board connector cables were contaminated, and the main printed circuit board was out of specification.